Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device was t-wave oversensing on ventricular lead. Programming changes were made in clinic. Patient condition is well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.